Event description:
It was reported that the system 9600+ would not completely initialize and was non operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the sram memory battery had insufficient charge. The battery was replaced. The system was tested and found to be working as intended and placed back into service.